Event description:
It was reported that during implant the lead was too short for the patients anatomy due to dilated cardiomyopathy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.